Event description:
Zealand pharma ae assessor reported that on (B)(6) 2021, patient was taking a shower and the needle button released before the 24 hour therapy was complete. Ae accessor stated that she did not know how many hours into the therapy was completed before the needle button was released. Ae assessor stated that patient was able to replace the v-go device with another v-go and was fine. The patient discarded the v-go device